Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation and to correct previously submitted information. Section d9 has been updated to reflect that the product was returned for investigation. D4. Serial has been corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 63-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. During the procedure, the physician removed the 14fr sheath and advanced the repositioning sheath. The pump was advanced into the left ventricle (lv), and the cannula kinked. The impella pump was removed and replaced with a new pump. The post-procedure outcome is unknown. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of cannula kink was most likely use related due to md advanced the repositioning sheath and did not anchor impella catheter (catheter not secured near the repositioning sheath) and cannula kinked when pump advanced into lv fully.